Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headaches, dizziness, irritation on the skin and eyes, right eye problem due to retinal detachment. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged headaches, dizziness, skin irritation, eye irritation and also think of the loss of right eye due to retinal detachment. There was a report of serious or permanent harm or injury. The device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was inspected and found missing control dial button. In addition, there were secondary complaints found. The device's event log was reviewed by the service center and no error code found. Additionally, the device was scrapped due to customer request. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box b, d, h has been updated/corrected.